Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender unknown / not provided. G4: PMA/510(k) number k101880.

Event description:
It was reported fracture. Loss integration. Bone loss. Tooth site # 25.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtwb8, (imp,tsv,4.7,8,mtx,mg), for evaluation. Visual evaluation was performed, an inner hairline fracture observed. DHR review was completed for the subject lot number 61569674. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61569674, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant, dental : medical : bone loss and dental : functional : loss of integration. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Refer to attached summary investigation for "bone loss". Therefore, based on the available information, a device malfunction did occur. An inner hairline fracture observed. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturirng or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.